Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3.1 was not detected on the bus. A field service engineer (fse) found the latch was jammed, and the solenoid had seized, causing damage to the drawer controller board and the retractor band. The fse replaced damaged parts, and the station was turned back on to resolve the issue. The customer recovered the drawer and successfully inventoried several pockets. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the communication bus. The customer reported that the user was able to remove the medication from pharmacy, resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes, describe event or problem and manufacturer narrative. Correction: section d unique identifier (UDI) and medical device model. A review of the complaint history for s/n (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for s/n (B)(6), covering the manufacturing period beginning on 30-oct-2023, was conducted. The review confirmed that no manufacturing nonconformances or production-related failures were identified that correlate with the customer reported issue. The reported condition of drawer failure was confirmed by fse and subsequently confirmed in the dchu testing process. According to work order #01960546 the fse reported that drawer 3.1 was not detected on the bus. The fse attempted to open the drawer from the rear panel to inspect. The latch was jammed; the solenoid had seized and caused damage to the drawer controller board and the retractor band. The fse replaced the damaged parts and turned the station back on. Customer recovered the drawer and successfully inventoried several pockets. The report was closed. During dchu visual inspection: p/n 353844-01: it was found that the flat flex cable had burned copper strands showing signs of thermal damage. P/n 151622-01: it had no missing components, signs of fluid ingress or any physical anomaly. P/n 353578-01: it presented discoloration caused by excessive heat on the coil cover. During dchu testing: p/n 353844-01: no testing by the dchu was required due to the thermal damage observed during the visual inspection. Burned copper strands were observed. P/n 151622-01: the drawer controller was evaluated on an esd protected surface with a calibrated dmm and failed during the resistance test of mosfet q601. No further testing was required. P/n 353578-01: no testing by the dchu was required due to the thermal damage observed. The solenoid coil cover had discoloration caused by heat. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer had failed and was not detected on the communication bus. As per part investigation, it was that determined that the component was generated by a faulty "assy retractor dwr hh cubie" (p/n 353844-01) with a burned copper strand a faulty drawer controller board (p/n 151622-01) with a damaged mosfet q601, and a faulty solenoid that suffered thermal damage due to an overcurrent. There were no adverse events or injuries reported based on this incident.